Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned.

Event description:
It was reported the patient received 34 inappropriate shocks due to oversensing, with the patient complaining of pain and psychological stress. The lead was explanted and replaced. No further patient complications were reported as a result of this event, and the patient status was reported to be better following the replacement procedure.